Event description:
It was reported the patients ipg reached end of life. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: d2a was inadvertently omitted from the initial report.

Event description:
Surgical intervention occurred on (B)(6) 2025 wherein the ipg was explanted and replaced. Effective therapy was restored post-operative.